Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a health care professional, stated consumer experienced corneal ulcer. It is unknown at this time the eye associated with the event, the treatment provided and symptoms resolution. Additional information has been requested but not yet available.